Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose for approximately 24 hours after a recent changeout while using a teflon infusion set, with no visible bent cannula or leaks and no illness or new medications reported; due to ongoing hyperglycemia, the user transitioned to backup therapy with subcutaneous insulin injections. Symptoms included hyperglycemia with a reported glucose of 338 mg/dl and no associated symptoms. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.